Event description:
General report received of an unspecified number of undocumented incidents of clave secondary ports remaining in the depressed position. On unspecified date, the primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. After unspecified lengths of time, the male adapter of unspecified secondary tubing sets were connected to the clave secondary port on the cassette of the primary tubing sets for piggyback deliveries of unspecified medications. It was reported that after the deliveries were complete, the male adapter of the secondary tubing sets were disconnected from the clave secondary ports. The customer contact reported that the male adapter of needleless valve connectors connected to a second unspecified secondary tubing set were then connected to the clave secondary port on the cassette of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. After unspecified lengths of time after the piggyback deliveries were started, the pumps alarmed for unspecified alarms. At these times, the customer contact reported that the nurses disconnected the needleless valve connectors from the clave secondary ports and the silicone sleeve of the clave secondary ports remained in the depressed position. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.